Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2024, explanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4), h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was a lead migration or dislodgement. The product did not migrate around or entangle internal organs. Due to the migration, a loss of stimulation was seen. It was also noted that the lead was fractured, damaged, or broken which could have also attributed to the loss of stimulation. The patient has high and out of range impedances on all electrodes and they get a reading that maximum settings have been reached at 0.4ma on all programs. Troubleshooting was done in the office around on (B)(6) 2026 by the provider and the device was interrogated. The cause is not known. Impedances were >4000 on all electrodes. Patient also had a return of baseline symptoms (urinary incontinence, frequency, and urgency). The issue was resolved with surgical intervention on (B)(6) 2026. The patient had a full replacement of both the lead and battery. The patient stated that on or around on (B)(6) 2026 they had a return of baseline urinary symptoms. Patient decided that they were going to adjust their stimulator. When they tried to turn the stimulation up, it said max settings have been reached at 0.4ma on all programs. Patient was seen by a provider in their urologist's office on or around on (B)(6) 2026. The provider checked the impedances which were shown to be high and out of range on all electrodes. The doctor replaced both the lead and battery. The lead and battery will be sent back to medtronic for analysis. A letter of analysis has been requested. Once the case was completed today, the patient felt the stimulation in the vaginal area at 1.2ma on program. The new system seems to be functioning as it should.